Event description:
It was reported that during a hepatectomy procedure, after using for two or three hrs, the side of the tissue pad was about to come off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.